Event description:
It was reported by the ivc associate of top end reported an end user with a top end chair contacted her to report that the end piece of the rear axle is sliding out of the tube. No patient injury reported, no additional information provided.